Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. The 9x29 mm omnilink elite stent delivery system (sds) was unable to be advanced through the 6fr sheath. When the sds was removed from the sheath, it was noted that the stent was slightly separated from one end of the sds [dislodged]. A 7fr sheath and a new omnilink elite sds were used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported stent dislodgement was not confirmed. The reported difficult to advance/position could not be tested due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a